Manufacturer narrative:
Ages/date(s) of birth: age (range): 34-79 yrs. Gender(s)sex(es): (n): female: 2 , male: 8. Date(s) of event: unknown, not provided. Expiration date: unknown, as serial numbers were not provided serial#: unknown, information was not provided. Unique identifier: UDI# is unknown as the serial numbers were not provided. Implant date: unknown, information was not provided. Explant date: n/a (not applicable) as there is no indication that the devices were explanted. The devices were not returned for analysis (they remain implanted). There were no serial numbers reported for these devices, therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as serial numbers were not provided. (B)(4). Citation: kusaka, m., kujime, y., yamakawa, m., akimoto, m., (2018). Baerveldt tube shunt implantation through a long scleral tunnel. European journal of ophthalmology, pp. 1¿6 . A copy of the article is provided with this report. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: 'baerveldt tube shunt implantation through a long scleral tunnel'. A study was done to describe a novel technique for the placement of a baerveldt glaucoma implant tube through a long scleral tunnel. Postoperative complications reported in the study included self-limiting vitreous hemorrhages (n=3), hypotony (n=1), and vitreous incarceration (n=1). Anterior vitrectomy was performed for vitreous incarceration as intervention. One patient experienced expulsive hemorrhage and prolonged hypotony (n=1) because the patient was restive during surgery so the stent suture was removed intraoperatively. In one patient, conjunctiva was edematous (n=1) at 2 weeks post-surgery. A copy of the article is provided with this report.